Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
It was reported that the customer's insulin pump went into threshold suspend mode while his blood glucose was at 158 mg/dl. The customer removed the battery, due to the alarms keeping him awake. The customer stated he used pens to treat for his blood glucose. Calibration techniques were discussed. Nothing further was reported.